Event description:
It was reported that during setup prior to a surgical procedure at the user facility, the device was overheating and turned in reverse without user activation after the trigger was released. The procedure was completed successfully with no delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The event was confirmed. The device was evaluated, repaired, and returned.